Event description:
Spinal stimulator charges, but I get no relief from pain. I've had "rsds" for 10yrs and had to have the stimulator replaced almost 2yrs ago. The new stim. From "medtronics" is not working. I keep recharging the battery, but I am getting no tingling" sensation when turned on. I think the leads have detached from my spine. My question is, are there any recalls for, other than the defib leads?